Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. X-ray's were not submitted to radiology as this was a 411 request with insufficient information and the images only contain part of the implants. A definitive root cause cannot be determined. The complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date for unknown reasons. Attempts have been made and no further information has been provided.